Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a leak from the cartridge chemistry sample probe on the unicel dxc 800 pro synchron clinical system. The customer stated that the fluid leaked onto the top end evaporation covers, into the instrument, and onto the laboratory floor. The customer was wearing a lab coat, gloves, and eye protection at the time of the event. Msds was not reviewed, but the facility has an exposure control plan. There was no report of injury or exposure, and medical attention was not sought. No erroneous patient results were generated. Bec field service engineer noted the eic (electrolyte injection cup) and flowcell waste tube were overflowing. The fse did not find leaking from the sample probe. The fse noted the ise waste tubing was pinched beneath the ise module and behind the pump box, and rerouted the line. The repair was verified per established procedures and the results met published performance specifications.

Manufacturer narrative:
(B)(4).